Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling unwell and that they suspect their right ventricular (rv) lead and right atrial (ra) lead are "fractured". The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no performance issue with the rv lead or ra lead.